Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history due to cold solder joint on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.